Event description:
It was reported the patient had pain at their right upper buttocks, the implant site. The patient hit the area on a sharp corner. There were no falls or physical traumas associated with the issue. Turning stimulation off did not resolve the issue. The patient also experienced chronic low back pain due to the lead. They believed the lead was getting stuck on the tailbone. Sitting was painful. It was reported the patient¿s system was explanted on 2015-(B)(6) due to pain at the implant site. The system was not working. The lead was partially explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v327760, implanted: 2009-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. During the final functioning test, the device failed but battery was not in new condition. Foreign material was found under the cover of the scratched connector module and in the connector port. The can was also scratched. Analysis of the lead found no significant anomalies. The conductors were broken at electrode weld sites due to overstress and damage from explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.